Event description:
Caller states that the following results were obtained on a patient, using two inform meters, within 10 minutes: 13 mg/dl (inform system 1) and 82 mg/dl (inform system 2). Caller states that the strip used in the first reading may not have been dosed properly. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, caller states that strips are not available for return. Replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1. Reference medwatch with 2012for inform system 2. Will not be returned to manufacturer.